Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.